Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported mms disconnect but no inop alarm occurred. No pt harm was reported.